Event description:
It was reported a patient fell from the bed and claimed bed exit did not alarm. The patient's hip was allegedly broken from fall, which will require surgery. The patient's spouse reported that the patient turned off bed exit, though the patient claims that bed exit turned off on its own.

Manufacturer narrative:
Service technician could not duplicate the failure and reports that the bed exit was working to specification.